Manufacturer narrative:
The laser stops showing the error message "current check": when you try to turn on the system, this stops on the warm up and show the current check alarm. We are waiting for additional information from distributor which is investigating which is the root cause of the problem. No involvement or consequences to the patient were reported. Device evaluated by distributor.

Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to a component failure. We are unaware about patient injury.

Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient were reported.